Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle retracted prematurely. The following information was provided by the initial reporter: at the time of cannulation, the jelco was retracted and could not be used.

Event description:
No additional information.

Manufacturer narrative:
Correction: based on the recent review the bd employee was first notified on 05/07/2025. Hence (root) awareness date was corrected from 05/08/2025 to 05/07/2025. Device evaluation: a device history record review was completed by our quality engineer team for provided material number 381834 and lot number 4282455. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.